Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was noted that when the device was opened a gap was identified between the nose cone and graft cover of the delivery system, about 3mm. The physician tried to push the sheath upward to close the gap; however, the graft cover and the nose cone would not stay together to keep the gap closed. The graft and delivery system were used without any patient incident. There were no injuries to the patient. No clinical sequelae were reported and the patient is doing fine. Device received and evaluation is completed. There was a 4 mm gap between the graft cover and tapered tip. There was a 2 mm gap between the front grip and external slider. The rest of the device was unremarkable. The external slider was returned to its home position and the kink was straightened, which reduced the gap to 1 mm. The event was not confirmed since the device was used (stent graft was deployed) after noticing the gap.

Manufacturer narrative:
(B)(4). Evaluation codes, conclusion: failure to follow instructions: defect noted prior to use 68 other ¿ unable to determine cause. (B)(4).